Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. At the time of report, the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 a caregiver reported that the peg tube was unable to be mobilized. On (B)(6) 2025 during an endoscopy, a buried bumper was confirmed. An attempt to release the buried bumper was unsuccessful. On (B)(6) 2025, a new attempt to free the bumper was scheduled. No further information was available.